Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone (B)(6). The pump was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a faulty dso sensor was found. There were also bent parts in the ac connector and a ruptured dso seal. The pump recorded error code 46507 which points to a faulty pwa. The reported problem was duplicated. The root cause of the problem was the ruptured dso seal. The pwa, dso seal, dso bezel and dso sensor were replaced in order to correct the issue.

Event description:
It was reported that the downstream occlusion sensor rubber was damaged. There was unknown patient involvement. There was no patient harm/adverse event reported.